Manufacturer narrative:
Additional information was added: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and the device was found to be within the product specification range. The reported condition was not verified. The other three (3) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) stopcocks were leaking from an unspecified location. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.